Event description:
Reporter stated that pt's blood glucose was measured, using the voicemate system, with a result of 516 mg/dl. Within 10 minutes, pt's blood glucose was reportedly retested on a healthcare facility's device with a result of approx. 100 mg/dl (exact value not provided). Pt's therapy was not modified based on the value obtained on the voicemate system. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the voicemate system. The discrepant results were obtained in patient's home. Technical support requested the return of the suspect product and replacement product was shipped.